Manufacturer narrative:
Additional information was received that the physician was unsure whether the event was an infection or an inflammatory reaction, and whether it was device or procedure related. The event of redness and swelling at the ipg site has been resolved with the antibiotics. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing redness and swelling at the ipg site. The patient was started on oral clindamycin antibiotics. The patient had improved since the antibiotics were given.

Event description:
A report was received that the patient was experiencing redness and swelling at the ipg site. The patient was started on oral clindamycin antibiotics. The patient had improved since the antibiotics were given.